Manufacturer narrative:
Ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56. This MDR has been reassessed as reportable after conducting a retrospective review of prior complaint records. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported to ventec that the device was providing low fio2 (fraction of inspired oxygen) readings. There was no patient involvement associated with the reported event.

Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of it providing low fio2 (fraction of inspired oxygen) readings was confirmed. During the device's evaluation, ventec also observed that it alarmed for "system fault 13" while delivering pulse dose oxygen. This is indicative of a potential device issue where it may deliver more or less oxygen than set. Ventec opened the device in order to perform a visual inspection and observed that the metering valve cable, which connects the metering valve to the control board, had become disconnected. Ventec then properly seated the metering valve cable to the control board to resolve both the reported and observed issues. Proper device operation was then observed through functional and performance testing. The investigation determined that the cause of both the reported and observed issues was that the metering valve cable had become disconnected.